Event description:
It was reported that the patient experienced diarrhea secondary to clostridium difficile (c. Diff) and was admitted to the hospital. The physician assessed the event was a patient condition that was moderate in severity and unlikely related to the device.